Event description:
Customer reported the pump did not detect an air bolus. No patient harm was reported. Reporter tested the pump and tubing and found the devices within specifications. During the device investigation process, a note was found within the device package with clinical contact information. The contact provided the following information: nurse found the bag of saline empty and noted air throughout the tubing. The pump did not alarm. Unsure if any air reached the patient. She stopped the pump, clamped the cvl and put the patient in trendelenburg position. A stat echo was done that showed no air in the heart. The patient did not experience any adverse effect. The patient was getting a bolus of saline before this happened. No additional information was provided.

Manufacturer narrative:
Manufacturer's report date: 7/30/2009. This report was filed by the manufacturer. The pump, pc unit and disposable set were received for investigation. Additionally, the pump event log and the pc unit event log were reviewed during this investigation. The customer's experience of the pump failing to detect an air bolus was not confirmed nor replicated during the investigation. Testing and inspection of the device found no issues that would have contributed to the customer's experience. Functional testing of the device air-in-line alarm limits showed no issues at the 250 ul (microliter) test specification and alarmed as required. Additionally, data from the pump event log indicated that on the event day, the device did alarm for an air-in-line condition. Two other air-in-line alarms were activated by the device two days prior to the event day after. The infusion set, model 2220-0500, was pressure tested while submerged under water for a period of two minutes at 10 psi, no leaks were observed anywhere on the set. Pressure was gradually increased to 15 psi with similar results. The root cause of the customer's reported issue could not be determined. The manufacturing history record was reviewed and no quality issues were found during manufacturing build for this device serial number. The product monitoring and service databases were reviewed and no other complaints have been opened for this pump serial number and the search results did not uncover any relevant issues.